Manufacturer narrative:
Corrected data: a4 - patient weight.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:(B)(4). It was reported, that the patient¿s leads have high impedances. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that the high impedance is just on the right lead. Investigation was unable to determine which of the leads is the right lead.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000139629.